Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation.

Event description:
No event update.

Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: one of the condition is met considering the following event: dislocation 5 similar investigated events within last 1 month for item number 00877503603 have been found. However, those events are the dislocation on unknown dates happened to the same patient and same device; only one device is involved. Result: trigger for an issue evaluation request is met. However, only one device was involved in the considered events as they happened to the same patient on same device. Therefore, no further investigation was not initiated. Review of event description: it was reported that the patient experienced 5 times dislocation on unknown dates after the initial hip arthroplasy (surgery date unknown). Subsequently patient was revised on an unknown date due to dislocation. This is a split case with zimmer inc. Warsaw : (B)(4) (MFR 1822565-2014-01617) pain and several dislocation were reported in (B)(4). The other 4 dislocation event for the same biolox head (ref 00-8775-036-03) are captured under (B)(4) (0009613350-2018-01132), (B)(4) (0009613350-2018-01133), (B)(4) (0009613350-2018-01136) and (B)(4) (0009613350-2018-01135-1). Review of received data: according to the letter from the patient, the hip implants last 8 years. Dislocation happened 5 times during those years. The patient went through a revision surgery in (B)(6) 2018. The patient also state that the doctor identified wear during revision. Further, dislocation happened during sleep or getting out of the chair was mentioned. No medical data such as x-rays, surgical notes or any other case-relevant documents have been received at the time of investigation. Devices analysis: no product has been returned to zimmer biomet at the time of investigation for in-depth analysis. Review of product documentation: the compatibility between biolox head and liner was checked and showed that the product combination was approved by zimmer biomet. However, the compatibility check between head and stem could not be performed, as the reported ref number of stem does not match any product in database. Conclusion summary: neither x-rays, operative notes nor office visit notes were received. The complaint could not be confirmed. The devices or photos of the explanted implant were also not received; the condition of the component is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is also unclear whether the patient underwent trauma or fall that could related to the dislocation. Further, event date of the each dislocation event was not reported. It is unclear whether the implant was dislocated several times within a short time frame. Therefore, due to significant lack of information, an accurate analysis is not possible. In general, possible cause for dislocation includes surgical and device related factors as well as patient related factors; for example, suboptimal reconstruction of anatomy, wrong selection of component size, malalignment, impingement, soft tissue laxity, suboptimal surgical technique,as well as traumatic incident, patient activity and bad position/movement (such as crossing legs). However, base on the current available information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).